Manufacturer narrative:
Zoll has not received the autopulse platform ((B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has ben completed.

Event description:
During evaluation of the autopulse platform, the platform stop operating after a few compressions during deployment state. This issue had occurred a couple of times earlier on during the evaluation. After more training on the patient and the lifeband placement, the issue resolved and the use of the platform continued. However, when the platform was deployed again with another patient, the issue occurred again. The customer tried to duplicate the issue using a manikin and was able to replicate the issue. No known impact or consequence to patient.

Manufacturer narrative:
There were no device deficiencies found during evaluation of the returned autopulse platform (sn (B)(4) that could have caused or contributed to the reported complaint. The autopulse platform performed as intended. Upon visual inspection, no physical damages were observed. Noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Per archive, the last session was performed on (B)(6) 2018. Per customer, the problem occurred date was on (B)(6) 2018. There was no archive data showing that the platform performed compression on the customer reported event date. Therefore, the customer might have sent a wrong platform for evaluation.